Event description:
It was reported that the home patient (hp) felt overfilled while experiencing an increased intraperitoneal volume (iipv) event during fill 1 of 4 of peritoneal dialysis (pd) therapy on the homechoice (hc) machine. The hp stated that the hc device was not draining them as it should. The drain volume (dv) was 4710 ml, the fill volume (fv) was 2500 ml, the last fill volume (lfv) was 2500 ml, and the largest prescribed fill volume (lpfv) was 2500 ml. After manually draining, the hp stated that they felt better. The technical service representative (tsr) assisted the hp in ending therapy. The hp planned to complete therapy using continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. An internal/external inspection was performed with no issues noted. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. No issues were identified from functional or electrical rite that were related to the reported problem. A review of the event history log was performed and verified the reported problem; the volumes identified met increased intraperitoneal volume (iipv) criteria. The cause was determined to be a false empty detect and use error of inappropriately programming the initial drain alarm setting, which was set to 0 ml. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.